Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted bunching of the insulation, as well as body fluid in the lead helix housing, and a bend in the helix, causing difficulty working the helix mechanism. The distal end of the proximal shocking coil was separated from the lead body. Analysis results could not confirm the reported loss of capture, as the lead was electrically continuous. Analyst could not find any lead characteristic which would have contributed to the reported dislodgement.

Event description:
Boston scientific crm received information that this lead had dislodged, causing loss of capture. It was reported the helix of the lead had not been properly fixated. The lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.